Event description:
During hemorrhoidectomy a disposable stapling device was used. The device appeared not to have fired properly, multiple staples did not close. The surgeon had to reapproximate the anastomotic line with interrupted 3-0 vicryl figure-of-eight stitches. All bleeding was stopped.